Event description:
It was reported there were difficulties while aspirating the catheter twice. Treatment went fine. It was noted that knowledge about the procedure was good. There were no patient symptoms or complications associated with the event and the patient status at the time of the report was ¿alive- no injury.¿ it was unknown if action was required as a result of the event or if any diagnostic testing or troubleshooting was performed. It was not reported what drugs were contained in the pump at the time of the event. Follow-up is being conducted to obtain additional information and a supplemental report will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).